Manufacturer narrative:
The involved bed was evaluated by the arjo technician. The backrest actuator malfunction was found. The actuator did not hold the backrest in the raised position causing its unintended lowering. The part was replaced and the bed started to operate correctly. No other issues were found during the visit. The bed was produced 22 sep 2017 and it can be concluded that the backrest actuator failure occurred due to its regular usage within years. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device failed to meet its specification as the backrest actuator was defective. The complaint decided to be reportable due to unintended backrest movement reported. No injury was claimed.

Event description:
Following the information gathered the backrest section lowered after raising without any command given. The bed was in use with the patient during the incident. No injury was reported. The arjo service technician during an on-site visit checked the device and found the issue was caused by a backrest actuator malfunction.